Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer's mother called to report that insulin leaked from the reservoir. Troubleshooting was performed and the mother could not see any moisture on the reservoir during the phone call. However, she did state that there were air bubbles between the o-rings. Nothing further was reported.